Event description:
A high blood glucose level of 335 mg/dl was reported by the customer, measured using both a cgm and a bg meter. There was no adverse impact to the customer's blood glucose level reported. To address the high glucose level, the customer administered a correction bolus using their pump. Customer and technical support conducted a thorough inspection of the infusion set and tubing, finding no issues with positioning, insertion, or air bubbles. However, no insulin was observed at the end of the tubing and cartridge pigtail. Consequently, the caller was guided through the process of filling and loading a new cartridge onto the pump, and was advised to replace supplies as needed and resume insulin.